Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient went in for replacement and stated that they had fallen several times. The healthcare provider decided to replace the system, a full replacement. It was noted that the issue was resolved and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a health care professional via a manufacturer representative. It was reported that the effect of the falls on the device, and the patient 's symptoms related to this were unknown. No further patient complications are anticipated or expected as a result of this event.